Event description:
It was reported that the patient had cardiac arrest. The backup ventricular pacing from the implantable pulse generator (ipg) induced ventricular tachycardia (vt). Follow-up was performed and it was discovered that the cardiac arrest was due to a premature ventricular contraction. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found.